Event description:
It was reported that a malfunction occurred with the customer's insulin pump, and malfunction code was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections as backup therapy until a replacement pump with updated software was sent. The customer was informed about the steps required to store and return the faulty pump, which they understood and acknowledged.